Event description:
On (B)(6) 2010, patient reported a large black spot on infusion device display screen. This spot interferes with ability to view insulin delivery amounts. Patient delivered a bolus earlier in the day, and the display was fine. Patient attempted to view bolus history and this is when he noticed the black spot. Patient reports spot is located on left side of display and looks like "an ink pen exploded under the screen." Infusion device is kept in protective case. Infusion device has not been dropped or damaged. Infusion device has not been exposed to water or insulin ingress. Patient is using the correct type of battery. Patient reported the rubber casing near button on infusion device is "peeling off." Infusion device was replaced and requested for evaluation. Patient switched to backup infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.